Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, a review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the devices.

Event description:
In (B)(6) 2016, the patient had a dislocation after a total hip replacement performed in (B)(6) 2016. A revision surgery was performed to fix the dislocation, exchanging the liner. Surgeon didn't change the metallic cup.